Event description:
It was reported to philips that the equipment did not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found no problem with the device. Upon troubleshooting actions, the fse verified that no problems were detected, and the device was operating fully functional.